Event description:
It was reported that the smallbore 6 inch ext vlv experienced flow issues. The following information was provided by the initial reporter: material #: 20039e batch/ lot #: 20125881 smartsite extension set I'm a buyer for radiology at a user facility. I was told by a staff member in nuclear medicine that they tried to push saline through this product and it would not go. No one was harmed of course. I am certain that one of these items failing of the hundreds we use a day is no cause for concern.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint that saline would not push through the extension set could not be verified due to the product not being returned for failure investigation. A device history record review for model 20039e lot number 20125881 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the smallbore 6 inch ext vlv experienced flow issues. The following information was provided by the initial reporter: material #: 20039e batch/ lot #: 20125881. Smartsite extension set I'm a buyer for radiology at a user facility. I was told by a staff member in nuclear medicine that they tried to push saline through this product and it would not go. No one was harmed of course. I am certain that one of these items failing of the hundreds we use a day is no cause for concern.